Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. After the occlusion alarms occurred, the customer was able to successfully resume insulin delivery. During the most recent occurrence, on (B)(6) 2017, the customer received an occlusion alarm when attempting to deliver a bolus. The customer's blood glucose (bg) level was 265 mg/dl, and was addressed with a manual injection. Reportedly, the pump is worn is worn against the customer's skin without a case. As the occlusions had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the occlusions.